Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the blade tip was split. "The damages on the blade were probably caused by an incorrect cleaning procedure. The medical grade silicone that keeps the blade together has dissolved. This has happened both on the distal end of the blade, and on the joint between the handle and the cable stress relief. Now the blade is split and the plastic pin between the two parts has physically broken. We consider this as customer damaged."

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that the gvl 4 blade did not perform as intended during a patient procedure. The blade broke into pieces. It was unknown if a back-up device was used. No harms reported.